Event description:
It was reported that the patient presented with shortness of breath. Upon review, the right ventricular lead exhibited loss of capture and reduced sensing. A perforation was suspected and a pericardial window was performed. The lead was explanted and replaced. The patient was stable post-procedure.